Event description:
Pediatric patient implanted with scfe screw (slipped capital femoral epiphysis), 20mm thread length, experienced broken screw post-operatively. The screw was implanted more than a year ago; patient presented on (B)(6) 2011 with a scfe to the other hip, the broken screw was discovered while preparing for the new surgery. The screw was not broken at the patients 6 month follow-up visit. The physis is fused exactly how it should be for now, but the screw is broken. Surgeon left the screw in place.

Manufacturer narrative:
Date of birth on x-rays indicate (B)(6), year unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Device was not explanted; additional information has been requested.